Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the description of the procedure was a aortogram, bilateral lower extremity arteriogram, stent angioplasty distal abdominal aorta, kissing balloons within pre-existing bilateral common iliac artery stents. Completion was arteriography, and the involved angio-seal closure device was used bilateral common femoral artery access sites. The patient problem was decreased signals in the right lower extremity, formal duplex indicated diminutive flow in the right lower extremity. Patient returned to the or for a right femoral cutdown. The doctor performed the cutdown to the femoral artery where the angio-seal was evident, upon removal of the angio-seal there was a kink noted in the intra-arterial portion of the device. The patient condition was good. The procedure outcome was successful. The event occurred post-treatment. The patient had a cold leg, and a cut down was performed to remove the angio-seal device. Additional information was received on 07 feb 2023: the procedure sheath size used, access issues, blood loss volume and if a pre-deployment angiogram was performed were unknown. Patient was brought back for a femoral cutdown. Patient condition since the has been discharged. Equipment or other devices used with the reported product was a medtronic balloons and/stents, conducted ultrasound, angio tray, and terumo sheaths. The angio-seal was kinked in the intra-arterial portion of the device.